Manufacturer narrative:
Product investigation summary: it was reported that two (2) matrix holding sleeves (part: 03.632.001 / lot: 6624740) failed during pedicle screw insertion. The returned devices were examined and the complaint conditions were able to be confirmed in each instance. The threaded tip on one (1) device was cracked and peeling, but intact. The second holding sleeve was broken and missing a segment (approximately 6.5mm x 4mm x 1.5mm). No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. Additionally, two (2) other screwdrivers (part: 03.632.005 / lots: 6612195 and 6988405) were returned without allegation. Those returned instruments were examined and found to be without identifiable defect or deficiency. As such, the devices are deemed concomitant and will not be further investigated. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three (3) technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instruments¿ lot number with no material record reports, non-conformance reports, or complaint-related issues identified. A design change was implemented to address the failure mode of the holding sleeve¿s threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instruments were manufactured after the implementation of these changes. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part number: 03.632.001, synthes lot number: 6624740: release to warehouse date: november 01, 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical devices: screwdriver (part 03.632.005, lot 6612195, quantity 1); screwdriver (part 03.632.005, lot 6988405, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that that the tips of the two holding sleeves broke during and unspecified surgery on (B)(6) 2016. When the surgeon was inserting the second polyaxial screw (out of six) for the level l4-s construct, he experienced difficulty inserting it as the screw seemed to be pushed back by muscle. The surgeon then found that the tip of the holding sleeve was broken. As he thought it was caused by the screw driver, he replaced both the holding sleeve and the screw driver and continued inserting the screws. When he tried inserting the last screw (sixth screw), the second holding sleeve was broken as well. Eventually he used a driver for lateral distractor (part number 03.632.083) and inserted the last screw. The surgery was completed successfully without any surgical delay. There were no adverse consequences to the patient reported. It was confirmed that no tip fragments remained in the patient's body. (B)(4).